Event description:
It was reported that the implantable cardiac monitor (icm) device was unable to be interrogated and was unable to communicate with the programmer or the bedside monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.